Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
After further review of additional information received has been updated accordingly. Additional information received indicated: approximately twelve days post implantation while still in the hospital post pump exchange the patient reportedly became asystolic without pacemaker capture. She expired despite cardiopulmonary resuscitative (CPR) efforts by hospital staff. This event is not believed to be related to the heartware® device by the treating physician. Investigation is ongoing.

Event description:
Approximately five months post hvad implantation, the patient was admitted to the hospital with complaints of hematuria and possible hemolysis. This patient was known by hospital staff to have had prior bleeding issues in the past. Preliminary log file analysis indicated an increase in pump power above the patient's set parameters. Throughout the night she continued to exhibit increased signs of hemolysis and as a result, the decision was made to take her to the operating room for pump exchange. Intraoperative complications included difficulty accessing the hvad due to several prior chest surgeries, and right heart failure necessitating support with levitronix, before upgrading to support via extracorporeal membrane oxygenation (ECMO) two days later. Post-operatively the patient's ldh levels began decreasing, but she remained unstable. Additional information received indicated two weeks later, while still in the hospital, the patient suffered a cardiac arrhythmia and expired despite resuscitative efforts.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was admitted to the hospital with complaints of hematuria, possible hemolysis, and increased pump power consumption. The site performed a pump exchange with intraoperative complications that included difficulty accessing the hvad due to several prior chest surgeries and right heart failure, necessitating support with a competitor's short-term ventricular assist system. Postoperatively, the patient's ldh levels began to decrease, but she remained unstable. It was last reported that the patient suffered a cardiac arrhythmia and expired despite resuscitative efforts on (B)(6) 2014. The device ((B)(4)) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple high watt alarms and an increase in power consumption outside the normal operating range. Visual inspection of the returned pump revealed abrasions involving the lower housing ceramic surface and matching inferior surface of the impeller. Abrasion marks are indicative that known external factor such as the thrombus, may have forced the impeller against the upper housing with sufficient strength to overcome the front preload of the magnetic spring/suspension system. Pathological examination confirmed the presence of thrombus within the device. The most probable root cause of the reported high power event may be attributed to thrombus formation/ingestion within the device. A contributing factor that may have contributed to the thrombus formation includes the patient's history of idiopathic heart failure. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.